Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A (B)(6) female patient underwent an orif and was implanted with a 14-16 hole blade plate on an unknown date. Post-op, x-rays revealed that the plate had broken. Patient was revised in (B)(6) 2011 and had the broken plate explanted. It is not known what the patient was revised to.